Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and checked the probe alignments. The cse ran precision testing and quality controls. The cse loaded a new reagent pack and performed precision testing. The customer ran and verified quality controls. The cause of the discordant, falsely low ca_2c result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low concentrated calcium (ca_2c) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia 1800 instrument and on the same instrument, resulting higher both times. The second repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca_2c result.